Manufacturer narrative:
Review of the device history records revealed no manufacturing or processing related irregularities. The implant was found to be properly manufactured and released in accordance with the device master record. Upon visual inspection, it is noted the screw exhibits failure witness marks seen when there is an added lateral bending movement. The patient's bone density is unknown. The root cause is likely a result of applied lateral force to the screw. Labeling review: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively. Initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.

Event description:
On (B)(6) 2021, a patient underwent a posterior cervical spinal fusion. While attempting to place a 03.5mm x 24 mm polyaxial screw into the c7 vertebral body, it broke mid-shank. The distal portion remains in-situ. The surgeon placed a lateral mass screw next to the broken screw shank.